Event description:
The following has been reported by customer: keystroke was abnormal, it can not shut down. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed, and data embedded in history log is insufficient to confirm the reported event. The device was not received because it was repair locally. To solve the issue the keypad has been replaced. The defective part was received in brézins for investigation. According to our analysis, nothing was noticed during external visual check. After installing the keypad on a test device, it switches on (mains and battery) when the on/off button is pressed. However, it then emits a continuous beep and none of the key's work. The pump can then only be switched off by disconnecting the battery. A test of leds and keypad was performed on the agilia partner software and except the stop key, the rest of the keypad was functional. For this complaint, with the results of analysis the reported issue was confirmed. The root cause was found linked to a defective keypad. The stop key is short-circuited, which results in a continuous beep after switching on, prevents the other keys from operating even though they are functional and, especially, switching off the device normally. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.